Manufacturer narrative:
Initial and final MDR (B)(4)- device 7 of 12.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 12 infusion sets adhesive between 13-may-2024 to 24-may-2024. The infusion set fell off white doing physical activity/sweating, swimming, or bathing. The infusion set was in use for 24 hours. The blood glucose level was 150-200 mg/dl. No further information available.